Manufacturer narrative:
(B)(4). Citation: annals of plastic surgery 1999 february;42(2):149-153

Event description:
It was reported in a journal article that the patient underwent a primary lip repair procedure and absorbable hemostat was used. The lip repair was a rotation-advancement cheiloplasty with primary closed rhinoplasty of the tip and ala. During the procedure, an incision was made in the periosteum at the level of the nasal floor on the affected side and a subperiosteal pocket was created under the cleft alar base and the nasal floor. The pocket was filled with absorbable hemostat up the point where the level of the alar base and the nasal floor were symmetrical with the noncleft side. The patient developed hypertrophic lip scar and may point to a possible dense fibrous tissue reaction stimulated by absorbable hemostat.